Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - ni. Device code - ni. Device info - ni . Date implanted - ni. Date explanted - ni. Initial reporter - the article was written by s. Ajami, g.w. Blunn, s. Lambert, s. Alexander, m. Foxall smith, m.j. Coathup. Manufacture date ¿ ni. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "histological evaluation of two designs of shoulder surface replacement implants" which aimed to examine the outcomes of the extent of osseointegration in two designs of shoulder resurfacing implants. A patient was identified in the article that was revised on the left side approximately four years post-implantation due to pain, limited range of motion and axillary nerve impingement. There has been no further information provided and the patient outcome is unknown.